Event description:
It was reported by service report that bed exit and scale on the s3 footboard was inoperable. The footboard was damaged to the point that fluid could ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.